Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a fresh retinal foramen was found with laser treatment; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of new lot number. G.9. Manufacturer report number corrected and reported under 1973628. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a fresh retinal foramen was found during a final denting during a procedure. The foramina were treated with laser the eye was supplied with gas and patient had to camp. No hospitalization was required. The postoperative course was uncomplicated. Additional information received from the company representative indicating during the surgery all the 27g and 25g trocars were spontaneously leaking immediately after insertion leaked out of the valves. There were multiple products reported from the site and it is still unknown this actual product is associated with the complaint. This report is first of the three reports. This one represents the 25 gauge valved trocars.

Manufacturer narrative:
A sample was not received at the manufacturing site, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Non-conforming product is removed from the lot. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a fresh retinal foramen was found during a final denting during a procedure. The foramina were treated with laser the eye was supplied with gas and patient had to camp. No hospitalization was required. The postoperative course was uncomplicated.